Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that the system would not turn on. The fse observed that the system was receiving its 400 v on all three phases however, it remained inoperable, despite the cooling fan tray receiving its power supply. Upon further investigation, it was identified that the single-phase ups and the battery unit were defective, leading to the unexpected shutdown of the system. These faulty components have been bypassed, and the system is now functioning normally, supported by a three-phase external ups as a backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to turn on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.